Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. The date of the event is an approximation. On (B)(6) 2026, the patient reported experiencing a seizure and hospitalization, which was attributed to a ¿sensor inaccuracy.¿ however, no specific cgm or bg meter comparison values were provided. The patient was also noted to be using a tandem insulin pump at the time of the event. The patient declined to provide additional details regarding the incident and did not wish to revisit prior issues. As a result, no further information is available regarding the event, including treatment details or the duration of hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.